Manufacturer narrative:
B5-updated information: on (B)(6) 2020 the lens was explanted. Reportedly, during the planned exchange there was iris dyalisis. There is an iris suture and implant of a longer lens planned. H6-health effect clinical code: 4581 (iris dyalisis). Claim #: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial. There was moisture and residue on the lens surface. Visual inspection found that the haptic and optic were torn; the lens was returned split into two pieces. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.5 diopter into the patient's left eye (os). The surgeon reports low vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.